Manufacturer narrative:
Investigation: five retention lot samples were examined/tested and no product issues were observed during this clinical investigation. This complaint is not confirmed with regards to glass breakage during centrifugation. Retention samples analysis: no. Of samples tested: 5. While using a simulated phlebotomy apparatus with rubber tubing; potassium chloride (kcl) was collected into five retention lot tubes. Also one control lot tube (reorder # 362761, lot # 6272861, exp. 10/31/2017) was processed with the retention lot samples. Standard venipuncture techniques with a bd vacutainer® ultratouch¿ push button blood collection set (reorder # 367392, lot # 7045682, exp. 02/28/2018) were employed. Immediately after filling the samples were mixed by ten complete inversions and then placed upright in a tube rack at room temperature. The tubes were centrifuged at 1800 rcf for twenty minutes in the sorvall¿rc3c plus swing bucket centrifuge. Following centrifugation the retention and control lot tubes were visually inspected for glass breakage. Investigation results: a total of five retention lot samples were returned from the manufacturing (broken bow) site for investigation purposes. All five retention lot tubes were visually inspected for glass breakage upon receipt. No breakage was noted in any of the five retention lot tubes returned from the manufacturing site prior to sample collection. No difficulties were encountered during sample collection and all retention and control lot tubes appeared to exhibit proper fill with potassium chloride (kcl) solution. There was no evidence of broken glass in any of the five retention or control lot samples following centrifugation. All five retention lot tubes performed as expected and no product issues were observed during the clinical investigation. This complaint is not confirmed with regards to glass breakage during centrifugation. Root cause: 1) microscopic crack on the surface - the open end of the tube, by design, is formed by a thermal shock. This shock may induce microscopic flaws, i.e. Cracks, on the surface. The glazing process is intended to remove these surface flaws. However, the glaze may not be consistent throughout the surface area or sufficient to remove the depth of all flaws. Such flaws may crack when the tube is put under tension, as in the removal of the stopper using the thumb-roll technique. 2) handling of the tube - if the tube is handled in an improper manner and subjected to outside forces, the glass may crack. It is best to keep the product in the full case until needed. When the shelf pack is exposed, careful handling should occur. Regarding glass breakage: what we know is that all glass has the potential to break. When a glass tube breaks the following can occur: 1) the loss of the patient's sample, which causes the patient to have to be re-drawn. 2) the chance of exposure to blood borne pathogens and possibly contracting an infectious disease. 3) the possibility of an injury due to being cut on the broken tube, exposing oneself to potential infectious diseases (possibilities include requiring medical intervention, being placed on certain medications, and stitches). Over the last years, numerous corrective and preventive actions were put in place to address glass breakage issues. Some of these include the conversion of hemogard products to regular wall glass, which is similar to the glass already being used in our conventional glass products. This regular wall glass provides us with a better glaze and reduction in microscopic cracks. An extensive review of in-process and in-coming glass specifications and measuring techniques were implemented between the plants and our glass supplier. This has led to improvements in the data collected as well as the implementation of a new gauge to measure glaze more consistently. We continue to keep an open dialog with our glass supplier, improving our relationship as a partner rather than a customer. A great deal of information has been shared, and will continue to be shared between our facilities concerning glass quality.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 16x125mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tube broke in the centrifuge during use. No injury or medical intervention.

Manufacturer narrative:
A no sample investigation was conducted prior to the initial MDR submission. The information for this investigation is as follows: results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot# 6272864 and no issues were identified. In house retentions were sent to franklin lakes for further clinical investigation. Upon completion of the investigation, a supplemental report will be filed. Conclusion: a conclusion is not yet available as the investigation is still in progress.